Event description:
It was reported that the threading of a plug sheared during use. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned plug confirmed the reported event. The pentalobe tulip was found to be severely damaged however there is no evidence that the plug was cross-threaded. The manufacturing records were reviewed and no dimensional, functional or material anomalies were found in the documentation. The probable underlying root cause for the reported event is excessive torque forces applied by an inserter that may have not been fully engaged with the plug. Under those conditions, the inserter applies all the load on the superior portion of the pentalobe tulip. Applying excessive force while partially connected to the plug increases the risk of damage to the instrument and plug. No adverse effect was reported as a result of this event.